Event description:
Rptr had two saline-filled mammary implants inserted 11/8/95 replacing another MFR's silicone implants. She continues to suffer from rheumatoid arthritis. Whether or not it is related to the implants is still unknown.